Manufacturer narrative:
(B)(4). Source foreign: (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a femoral plate had been implanted and approximately 6 months later, due to an accidental fall of the patient, the plate broke together with a transverse bone fracture, and revision surgery was required. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complained ncb plate was returned for examination. No screws or other concomitant implants were received. The plate has fractured around half way of its length and through a screw hole. There are multiple scratches seen on both sides of the plate. No clear signs of beach lines can be seen when observing the fracture site of both the proximal and distal part of the ncb plate. Review of the device history records identified no deviations or anomalies during manufacturing. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Device is used for treatment. Medical records were not provided. No beach lines are seen on the fracture site of both the proximal and distal part of the ncb plate. Therefore, it is likely that a forced fracture occurred due to the fall event that the patient sustained. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.